Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that this is to be a legal complaint. All communication and information will come through the legal department. The medical investigation task will be closed at this time until the information is made available, at which time the task will be opened an assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable cause of this event is likely a user or procedural error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, there was increased damage of osteotomy and incising skin, which had impacted the surgery operation with a delay of more than 30 min to an hour. This was because of an incorrect explanation about the surgical procedure and miscommunication to the doctor, who explanted a meta-nail from a patient. The procedure the sales rep told was that an extractor bolt was not needed to be used for the extraction of meta-nail (this should have been used in the right way). There was an injury to the patient.